Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-475-16 the pipeline flex with shield device has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex with shield did not open in the middle or in the proximal section. The pipeline only opened in the distal section. Three attempts are made to try to open it and it does not happen. There was friction / difficulty during delivery or positioning. The device missed the landing zone. A new pipeline was used to treat the patient. The pipeline was placed at least 3mm past the aneurysm neck on each side. The pipeline was resheathed and removed with the microcatheter. No patient injury occurred. The patient was undergoing embolization treatment of flow diversion for a small unruptured, saccular aneurysm, a max diameter of 5 x 4 mm, with a 3.6mm neck. The landing zone was 4.5mm distally and 4.7mm proximal. The anatomy was reported to have been normal.

Manufacturer narrative:
D10: device available for evaluation: additional information. G4. Date MFR rec: additional information. H2: type of follow up. Device evaluation: h3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal, middle and proximal sections of the pipeline flex shield braid were fully opened and no damage. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. Based on the returned device analysis and reported information, we were unable to determine the cause of pipeline braid failure to open during the procedure. Possible contributing factor of failure to open and resistance during delivery include patient tortuous anatomy. However, the customer reported that the patient anatomy was normal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.